Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The second proglide referenced is being filed under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported part of the proximal guide and distal guide were kinked event was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. The patient was reported to have a mildly tortuous and mildly calcified common femoral artery. Per the proglide instructions for use (IFU), under arterial site and puncture considerations it is stated that prior to deployment of the device evaluate the femoral artery for calcium deposits and tortuosity. Additionally, under special patient populations it is stated the safety and effectiveness of the perclose proglide devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at access site. Both of these concerns, the tortuous and calcified artery, indicate anatomical issues likely played a role in the complaint and detected device damage. The likely cause for the complaint was determined to be related to the operational context in which the device was used. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted bilaterally with the proglide device in the right and left common femoral arteries (rcfa and lcfa) prior to an abdominal aortic aneurysm repair. On the lcfa, two proglides were deployed using the preclose technique and the sutures set aside uneventfully in a 7 fr sheath arteriotomy setting. A 7 fr sheath was used to access the rcfa which was mildly tortuous and mildly calcified. Reportedly, for the first proglide attempted in the rcfa, resistance was felt during device advancement and the physician found that the part of the proximal guide and distal guide were kinked. The device was withdrawn from the patient and another proglide was deployed uneventfully. An additional proglide was attempted to be deployed in the rcfa, but the physician felt it was hard to depress the needle plunger, although the plunger was able to be fully depressed and the plunger collar touched the body of the device. During plunger retraction there was no suture present. The foot was parked and the device removed. Another proglide was deployed uneventfully and the sutures set aside to perform the index procedure. The sheath was upsized to 18 fr in the rcfa to perform the index procedure and to 22 fr in the lcfa. At the end of the procedure hemostasis was achieved using the deployed proglide sutures. There was no adverse patient effect and no clinically significant delay in the procedure. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.